Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. During pre-operation interrogation of the device, it was noted that there were several episodes of noise reversion due to right ventricular lead noise. The patient was pacemaker dependent, and as a result, the physician elected to also replace the lead. On (B)(6) 2020, the lead was capped and replaced successfully. The patient was reported to be in stable condition and was discharged from the hospital the same day.